Event description:
It was reported that bd insyte autog bc foreign matter on catheter the following information was provided by the initial reporter: per staff, when opening up a 20g peripheral IV to use on a patient, small plastic particles were found on the catheter, so it wasn't used.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder. (B)(6) used as the state as the state was not provided. E4. The initial reporter also notified the FDA on 29-apr-2024. Medwatch report is mw5154503.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 382533 and lot number 3342325. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.